Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction to breast prostheses. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 275cc saline breast prostheses and suffered several unexplained systemic symptoms, including fibromyalgia, pain (in breasts and throughout body and joints), articulations, brain fog, memory loss, dizziness, muscle weakness, and swollen lymph nodes under the armpits . No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.